Manufacturer narrative:
Batch review performed on 10 november 2020. Lot 162179: (B)(4) items manufactured and released on 31-may-2016. Expiration date: 2021-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 3 years and 11 months after primary surgery, reporting instability due to a loose tibial component. The cause of the loose tibia is unknown. The surgeon revised the tibial component, femoral component and insert. The surgery was completed successfully.